Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by a facility representative via email that an ar-2323bcc biocomposite swivelock was implanted in a patient on (B)(6)2024 during an rcr procedure. The patient developed a postoperative infection. No additional information was provided.

Event description:
Additional information received on 12/19/2024: on (B)(6) 2024, the patient started to experience low-grade fevers and slight redness to the incision site. Fourteen days postoperative, on (B)(6) 2024, the patient had constant aching and throbbing pain. Days later, the patient reported tenderness, pain, low-grade fevers, chills, puffiness, inflamed, redness, and warmth to touch at the incision site. However, there was no drainage from the incision site. The patient also reported weight loss. On (B)(6) 2024, the patient was prescribed cephalexin antibiotic. At one point, the patient reported improvement, but on (B)(6) 2024, the patient complained of worsening achy pain, swelling, tenderness, redness, fevers, chills, warmth to touch, weight loss, and pustule had developed. During a clinical visit on (B)(6) 2024, the patient continued to have the same symptoms; however, no purulence discharge. The patient was given clindamycin. On 12/28/2024, the patient reported a pustule draining reddish-yellow purulent exudate, increased redness, and hot to touch. On (B)(6) 2024, the patient had an incision and drainage procedure. Additional information received on 1/7/2025: as of (B)(6) 2024, the patient finished with physical therapy. The patient's shoulder is doing extremely well with no pain and a good range of motion. The incision has healed well. There are no signs of erythema, warmth, or symptoms of infection.

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.